Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-07-27. H6: investigation summary eleven (11) photos and nineteen (19) samples were received by our quality team for evaluation. From the photos, barrel damage, stopper separation from plunger, scale line printing issue, foreign matter on the syringe tip, and foreign matter on the plunger thumb press was observed. From the photos, the functional failure of plunger movement difficult is not able to be determined. One sample was received with barrel damage. Two samples were received with stopper separation from plunger, these samples were observed with the plunger head chip off. One sample was received for the scale line printing issue and was observed with double printing at the numbering. Two samples were received with foreign matter at the syringe tip. These samples were sent for fourier transform spectroscopy analysis to determine the foreign matter type. The foreign matter was observed to be a brown material embedded in the tip of the syringe. The results show that the spectrum of the foreign matter had no good match available in the library, but the best match is a mixture of polypropylene of organic acid-based compounds. The foreign matter showed some peaks that were similar to that of polypropylene, likely the base material of the syringe. This was likely because some of the base material was embedded in the foreign matter. Four samples were received for plunger movement difficult, these samples were subjected to breakout and sustaining force test and passed. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. As all samples passed the leak test, the root cause of leakage could not be determined. The syringe barrel damage could have occurred at the assembly machine. At the assembly process, there is an auto-reject station where the rejected syringe will be removed. The probable root cause of the damaged barrel could be due to the not being kicked out at the auto-reject station effectively. The syringe tip could have dislodged from the dial pocket and hit against the guide skirt; however, the barrel flange was stuck at the assembly dial. As the samples passed the plunger breakout and sustaining force test, the root cause of the plunger movement difficult could not be determined. For the embedded foreign matter, based on the ftir results, the probable cause of the brown embedded foreign matter could be a result of degraded polypropylene in the injection screw of the molding machine. The current control is that there is a yearly preventive maintenance to clean the injection screw. Enhanced cleaning to the injection screw for the syringe molding press with dyna purge after the reported batch was produced. The probable root cause of the scale marking issue could be that the mandrel bearing was worn-out. This causes the mandrels rotation to not be smooth and create a jerky motion. The jerky mandrels with play cause the scale line on the printing pad being transferred twice when the mandrels move left and right, thereby overriding the scale on the barrel surface. The preventative maintenance has been revised and a step to inspect the mandrel bearing has been added, after the reported batch was produced. The probable root cause of the plunger head chip-off, causing the stopper separation from plunger, could be due to the molded plunger tip hitting against the molded plunger target box when transferring from the molding machine to the assembly line. For the barrel damage, a new air-jet will be fabricated to improve the auto-reject station to increase air flow and improve proper kick-out of the rejected parts. For the plunger head chip-off, a curtain will be installed at the molded plunger target box to acta as a cushion and reduce impulse. For the foreign matter, the preventative maintenance task list has been revised from a six-monthly to a two-monthly enhanced injection screw cleaning. For the scale marking issue, the preventative maintenance has been revised and a step to inspect the mandrel bearing has been added. Communication with the production technicians to raise awareness for the reported defects will also occur. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 8 syringe 1ml ls tuberculin were damaged, but still operable, 2 contained foreign matter in the fluid path, and 1 had a scale marking issue. The following information was provided by the initial reporter: "(2) barrel damaged x8. ... (4) black spot x2. ... (7) scale marking issue x1".

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 8 syringe 1ml ls tuberculin were damaged, but still operable, 2 contained foreign matter in the fluid path, and 1 had a scale marking issue. The following information was provided by the initial reporter: "(2) barrel damaged x8, (4) black spot x2, (7) scale marking issue x1."